Manufacturer narrative:
(B)(4). Review of CT¿s from 3 years post-implant revealed that the talent aui was within the sac approximately 4cm below the renals. The proximal neck diameter just below the renals was 30mm, and 1cm lower was 36mm. The infrarenal neck and aortic body was angulated 90 deg a-p to the iliac limb. The aui was extended into the right common iliac artery with an endurant limb, and the right iliac artery was also stented. A fem-fem bypass was in place and patent. The stent graft was patent and a proximal type I endoleak was observed. The diameter of the ruptured aaa was 5.7cm. The exact cause of the aaa rupture could not be determined from the images provided. The anatomy at implant and earlier post-implant images were not available for review and comparison. It appears likely that stent graft migration led to the proximal type I endoleak, which may have contributed to the rupture. The cause of the migration could not be determined. This may have been due to disease progression.

Event description:
A talent and endurant stent graft systems were implanted in a patient for the endovascular treatment of 55 mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with abdominal pain. The CT revealed that the talent stent graft has migrated distally and there is a contained rupture of the patient's abdominal aorta aneurysm. The physician took the patient to the or for an open repair. The stent graft was explanted. Per the physician, the cause of the event was due to stent graft migration. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
From the examination of the explanted devices and clinical information provided the exact cause of the aaa rupture could not be determined. However, it is likely that the stent graft migration led to a proximal type I endoleak which then contributed to the rupture. No device integrity issues were seen at the bare spring or proximal seal zone that could explain why the stent graft migrated. Films after the stent graft had migrated into the sac revealed that the converter was approximately 40mm below the renals, there was a proximal type I endoleak, and the infrarenal neck and aortic body were angulated 90° a-p to the endurant iliac limb. The approximate proximal neck diameter just below the renals was 30mm, and 10mm lower was 36mm. The anatomy at implant and earlier post-implant images were not available for review and comparison; however, it is possible that disease progression due neck dilatation and angulation may have contributed to the migration. Several stent graft fabric tears were observed around the perimeter of the converter; primarily along covered springs 1 <(>&<)> 2. Although most of the tears appeared to have been covered by tissue (as seen in the ¿as received¿ condition), and no fabric holes were seen on CT or reported during the explant, several tears may have been the source of a type iii fabric endoleak which may have also contributed to the rupture. Most notably, a 5.5 mm length seam separation was seen between springs 1 <(>&<)> 2 along the right/lateral side of the converter main body. The cause of the seam separation could not be determined, and it is possible that this tear may have occurred after the device migrated into the sac. Several crease fatigue tears were also seen between springs 1 <(>&<)> 2, and between springs 3 <(>&<)> 4 near the bottom of the tapered stent graft section which was likely caused by high limb angulation. No other integrity issues were seen with the converter or with the endurant limb extension.